Manufacturer narrative:
The insulin pump alarmed during prim test due to moisture damage force sensor. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported the insulin pump was alarming compromised force sensor system during prime. Customer's blood glucose was 323 mg/dl. Troubleshooting was performed. Customer's mother stated the device was not dropped and bumped. The drive support cap appeared to be normal and customer's mother doesn't recall pressing the cap in. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's mother agreed to return the device for further analysis.